Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono floor system. During an emergency patient procedure, no x-ray release was possible. The patient was moved, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the patient involved.

Manufacturer narrative:
The investigation of the reported event was completed by siemens experts. Log file analysis confirmed that the system was unable to perform x-ray release. The error message: ¿no xray ¿ all focuses defect. Call service¿ was displayed to the user. The on-site service intervention determined that all three foci were malfunctioning. As part of trouble shooting, the high-voltage (hv) cable pins were replaced, and the system was brought back to specifications. No residues or burn marks were observed on the replaced pins. Therefore, the exact root cause could not be determined. It is assumed that poor electrical contact at the high-voltage (hv) cable plug was the cause of the issue, potentially due to improper seating of the connector or incorrect application of silicone oil. The occurrence rate of the identified cause has been checked, and no error accumulation has been identified. The occurrence rate is below the defined threshold.